Event description:
Initial and f/u info rec'd on 26-nov from a consumer and 03-dec-2010 from our local affiliate, respectively was processed together. This non-serious spontaneous case report from (B)(6), upon medical review, has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female pt who rec'd her first (and only) injection with poly-l-lactic acid (sculptra) on (B)(6) 2009. Poly-l-lactic aid was injected in the temple, cheek bone, root of the nose and around the dimple area. Other suspect therapies - evolence and laser therapy. During treatment on (B)(6) 2009, the injection fluid became lumpy, so the physician had to spray out in the air before she could continue. The pt rec'd a massage after the injections. The day after the injection, the pt became blue around the dimple area. This condition lasted for 2-3 weeks. The pt massaged the injection sites every day. On (B)(6) 2009, the pt visited the physician to get a second treatment of poly-l-lactic acid, but the physician decided to give the pt evolence (porcine collagen gel implant) instead. Evolence was just injected around the dimple area and the root of the nose and the pt rec'd no massage afterwards. In (B)(6) 2009, the pt experienced a little change around the dimples and the corner of the mouth (nos), so she contacted the physician, but she was not able to get in touch with the physician. In (B)(6) 2009, the pt experienced that her skin changed. Her lips became blue and purple, she got a film on the retina and she experienced a stiff face with reduced gestures. (B)(6), the pt experienced a sudden change in the face with large increasing nodules (temple, cheek bone, root of the nose and around the dimple area). She had a burning feeling in the face due to irritation of the skin (stinging and prickling pain). The size of her face was doubled in a few days according to her own opinion. The pt visited the physician and prednisolone tablets was prescribed, but w/o effect. The pt was told to continue massaging the injection sites. Since the pt did not improve, the physician initiated laser treatment (15-20 treatments). The pt describes a burning sensation/pain in the skin after this treatment and she was still not recovered. The pt therefore visited another physician who gave her modifenac (diclofenac), and this treatment helped her a little bit. She was also treated with tetracycline. The pt reported that she thinks this experience has been a heavy burden and that her life is ruined. Relevant medical history and concomitant medications info were not reported. Action taken: permanently discontinued. Outcome - recovering/ resolving. (B)(4). Pharmacovigilance comment: sanofi-aventis company comment dated 7-dec 2010: the assessment of this complex consumer report is confounded by the fact that the pt rec'd both evolence and laser treatments during the time period in which the various events presented. The events of face rigidity and eye disorder were considered to be unlisted per the plla cdds. The event of injection site reaction is considered unlisted and causality unlikely due to the temporal relationship to evolence (one day). Overall, the causality of the events may be due to a combination of the plla, evolence, and laser treatments.